Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is an off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The cgm reading was 64 mg/dl and the patient self- treated with food based on the cgm reading and no bg was taken. He wasn't able to finish what he was eating because he already passed out. His sister called 911. When they arrived, the bg reading was 48 mg/dl. They administered him dextrose 50 (IV) and he regained consciousness. They took him to the hospital and he stayed there for 2 days for monitoring. They said that the event was caused by a mixture of stress, a little too much fast-acting and long-acting insulin. He was discharged on (B)(6) 2024. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.